Event description:
New information received notes that a generator change was ordered and performed by the physician on an unknown date. A competitor device was implanted. The patient was stable throughout and the device was not returned.

Event description:
It was reported that a presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.